Manufacturer narrative:
The service rep replaced fluoro functions bd and generator interface bd. System is operating as intended.

Event description:
The customer reported the 9800 system lock up during a case and poor image quality. No patient injury.